Event description:
The company received a medwatch from montgomery surgical center indicating that the tip of an optical fiber broke off when doing a laser procedure. The laser was not mfg by ceramoptec. Ceramoptec mfrs the optical fiber delivery system. No injuries were reported at this time. The company is reporting this incident to FDA on the spirit of the MDR regulation.